Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The reported condition for this incident was that the needle dropped from the device. A pmv needle was loaded onto each instrument by engineering. Each needle was found to function properly when applied through layers of test media. Pressure was exerted one each needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Two (2) devices were received and evaluated. Investigation of both devices revealed that there were no external visual abnormalities. Further inspection of internal components in both devices noted shearing of the toggle switch. This damage has been seen to occur as the result of an attempt to toggle the needle before the jaws are in the closed position. The noted damage will intermittently compromise the ability to maintain needle engagement. However, functional testing was performed with acceptable results. The instructions for use (IFU) warns the user, "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device."¿ based on these observations our investigation concluded the needle disengaged from the jaws due to an attempt to toggle the needle before the jaws were in the closed position. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the damaged toggle switch. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during use on the patient. The device reload disengaged from the jaws of the device after four to five successful passes. There was no additional force being placed on the needle at the time it dislodged from the jaws and fell into the patient. The needle fell out of the jaws in between suturing and not during the suturing process. The needle was recovered using graspers and another device was used to complete the procedure. There was no patient injury or hazard. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Two (2) devices were received and evaluated. Investigation of both devices revealed that there were no external visual abnormalities. Further inspection of internal components in both devices noted shearing of the toggle switch. This damage has been seen to occur as the result of an attempt to toggle the needle before the jaws are in the closed position. The noted damage will intermittently compromise the ability to maintain needle engagement. However, functional testing was performed with acceptable results. The IFU warns the user, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ based on these observations, our investigation concluded that the needle disengaged from the jaws due to an attempt to toggle the needle before the jaws were in the closed position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.